Event description:
The following was reported to hamilton medical ag: oxygen supply failed alarm, popped up. Need to cross check with o2 relevant spares to identify the issue. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).